Event description:
It was reported that a cartridge alarm occurred. Additionally, it was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. There was no adverse impact to the customer¿s blood glucose level. A cartridge change was performed resolving the issues.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.